Manufacturer narrative:
Carefusion file identifier: (B)(4) any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, there is a cycling issue. The customer stated the flow control valve is damaged, the gas delivery engine (gde) was replaced with a good gde and the problem was corrected. The customer stated there was no patient involvement associated with this event.